Event description:
Consumer called to report her meter reading high. Landed her in the hospital. Family stated she was acting a "bit loopy." Family called 911 for assistance and was transported to the hospital.